Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection found the front cover having multiple nicks. The enclosure was cracked under the quick connect. The line cord was discolored. Plate clip was worn. Microswitch was bent. Pole clamp was faded and worn. Pump was loud. Water tank cover was cracked on all corners. Inside water tank was contaminated. Functional testing found it was difficult to insert the disposable, and the pump was very loud. The complaint was confirmed. Root cause was attributed to a faulty pump and wear and tear on the plate clip. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the tubing ports are difficult to use and running loud. There was no patient involved.